Event description:
It was reported that this rv lead exhibited high out of range shock impedances, measuring greater than 125 ohms. It was noted the patient received multiple shocks and an open circuit was detected during shock delivery. Subsequently, a revision procedure was performed on (B)(6) 2019 and the rv lead was surgically abandoned and replaced . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).